Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer re-loaded the cartridge to resolve the issue. Additionally, the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step. Tandem technical supported educated the customer to make sure to complete cartridge air removal step prior to filling the cartridge. Customer continued to use pump for insulin therapy.